Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The issue was addressed by the customer administering a correction injection using multiple daily injections (mdi). Technical support provided assistance by helping the customer reset the pump, after which the malfunction did not recur. The customer was advised to call back if the issue reappeared, and there was no report of needing third-party assistance.